Event description:
Customer reported that she was receiving no delivery alarms during manual prime. Customer stated she was on vacation and was having trouble changing her infusion set; she kept getting no delivery alarms during the fill tubing. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.